Manufacturer narrative:
The implanting clinician prescribed antibiotics (dosage, frequency, name unknown) following the explant procedure. The implanting clinician explained the infection did not seem to be related to the stimulator since the tissue surrounding the stimulator was health, but believes the patient had a minor cellulitis case. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found. Design fmea for stimq (B)(4) and hra for stimq (B)(4) was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: patient not following post-op care instructions. Noncompliance to the IFU during the implant procedure. Pre-existing patient condition affecting wound healing.

Event description:
On (B)(6) 2021, the patient followed up with the implanting clinician, who successfully explanted the stimulator near the irritated tissue.